Event description:
Pins are allegedly coming out of the pump handle. Dealer has replaced the lift and the consumer is allegedly having the same issue. Dealer allegedly replaced the pins with bolts. Consumer also alleges that grease is dripping from the pump. No injury is alleged.